Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they could "hear the heart pumping harder" and they experienced a "pounding" when their implantable pulse generator (ipg) was being interrogated and adjusted. The patient also reported the ipg battery longevity did not meet her expectations. The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited high output